Manufacturer narrative:
B3: date is estimated; month and year are valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2dm2l); product type: 0200-lead; implant date (B)(6) 2021; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was the patient mentioned that they had lost a lot of weight, and because of that the wire moved around inside their body and got wrapped around itself. This resulted in painful shocks similar to a cattle prod, causing them to jump. When asked by the agent when they noticed the shocking sensation, the patient said it was probably around the beginning of september before the surgery. Patient mentioned that they were not informed that if they were going to have a surgery they needed to turn off the therapy. The day of the procedure they had to wait 3 hours there until the mdt representative came to the hospital to turn off the therapy. Patient mentioned always having trouble connecting with the ins. The healthcare provider suggested that the shocks might have been caused by the wire being twisted and touching the wrong nerves, so they decided to change it for a new ins. Documented reported event. No further action was taken by patient services.